Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that one of the wheel locks on the chair is completely busted off where it engages on the wheel.